Manufacturer narrative:
Report source: country: (B)(6). PMA/510(k)#: class I exempt. Device evaluation summary: as per service report, in the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an indication of spinal canal stenosis in need of l4/5 mel in spinal therapy. It was reported that the flex arm cannot be fixed.¿there was a delay of less than 60 mins reported. There were no patient symptoms reported. There were no further complications reported regarding the event.